Event description:
It was reported the patient was no longer receiving stimulation within his pain pattern (date of event is unknown). An sjm representative was unable to resolve the issue with multiple reprogramming as only unintended right rib stimulation occurred. X-rays revealed the scs lead had migrated. As a result, the lead was repositioned on (B)(6) 2015. Effective stimulation was restored with the surgical intervention.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.